Event description:
It was reported that this device had an electrical reset. As a result, the device was explanted and replaced. There were no patient complications reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): upon analysis, the device was noted to have normal battery depletion.